Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that on (B)(6) 2024, the patient underwent lumbar cistern catheterization and drainage to drain bloody cerebrospinal fluid. On (B)(6) 2024, during the doctor's ward rounds, saw that the dressing on the patient's back was oozing liquid. At that time, decided to remove the drainage tube. When extubating, it was found that the drainage tube was broken, which did not rule out that the drainage tube was broken in the spinal canal. After that, the patient was given CT examination of thoracic vertebra and lumbar vertebra. There was no drainage tube in the body.